Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis; ventral hernia, obesity.

Event description:
It was reported that magnesium was infusing via the patient's right central line when it was noted that the tubing set separated below the distal port leaving the patient's central line connected to an open ended separated tubing set. The patient was not able to receive the entire dose of magnesium.